Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area was damaged, the outer tube had a dent and the parts are not dis-/reassemble. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a bad image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h4, h6, h11. The most probable cause of the complaint is cause not established.(the fiber bonding in the outer tube area was damaged, the outer tube had a dent and the parts are not dis-/reassemble.).